Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that was completely detached from its base, and it was only holding on by the conductor wire. The broken piece is hanging from the instrument. Components adjacent to this broken grip show damage which may indicate potential mishandling/misuse. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure modes cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken cable. The instrument was removed and replaced with a backup force bipolar instrument. A fragment fell inside the patient but was not retrieved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the fragment(s) were not retrieved. The reporter was unaware of the surgical task being performed when the issue occurred. A post-operative x-ray examination was performed but the fragment(s) were not found. There was no report of post-surgical complications, and the patient has not returned to the hospital. The reporter confirmed that there was no patient injury. The instrument was inspected before use, and no issues were detected. The user believed that the fragment(s) that fell into the patient was a result of a collision with other instruments. The instrument was not removed during the procedure (before the breakage). The user was unaware of feeling resistance upon removal of the instrument through the cannula. The wrist was straightened upon final removal of the instrument. The user did not notice any other damage to the instrument after the event. The reporter was unable to disclose the patient demographic information.